Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) (asked/unknown mg/ml at asked/unknown mg/day), dilaudid (hydromorphone) (asked/unknown mg/ml at asked/unknown mg/day), and hydromorphone (asked/unknown mg/ml at asked/unknown mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated at the end of last year the hcp did a fluoroscopy. It was discovered the catheter was frayed and drug was going into tissue, not the "spine".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) (asked/unknown mg/ml at asked/unknown mg/day), dilaudid (hydromorphone) (asked/unknown mg/ml at asked/unknown mg/day), and hydromorphone (asked/unknown mg/ml at asked/unknown mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated at the end of last year the hcp did a fluoroscopy. It was discovered the catheter was frayed and drug was going into tissue, not the "spine".